Manufacturer narrative:
The device has not been explanted, if it should explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the position of the internal device is too close to the pinna, which leaves less space for the speech processor to be worn behind the ear. The pt is dissatisfied as she finds it uncomfortable to wear the speech processor. The pt is to undergo revision surgery to re-position the implant package.